Event description:
Report alleges the pt was admitted for removal of both silicone breast implants. Sha had a grade IV peri-prosthetic capsular contracture. The pathologist noted a sticky substance on the outside of the implants but no obvious hole was seen.